Event description:
(B)(4). Had horrible pains in the ovary region, on the right side, (the gyn could not get the left side in) like something was poking me. I still had bleeding after the ablation, I switched gyns within a year of the essure implant and my new gyn scheduled me for a partial hysterectomy. Removal of the uterus and tube to remove the essure. When he opened me up, the essure coil had migrated into my uterus and was poking through causing a small amount of internal bleeding. The coil is now gone, but since he removed it from my uterus he left the tube, I still have very bad pains in that tube, almost constant burning or cramping in it.